Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast cancer (not related to device).

Event description:
Patient reported left side "recall, symptoms of the silicone disease, diagnosed with breast cancer (deemed not device related), pain that the patient presents in the arms and breasts are not related to the tumor." Device was implanted after its expiration date, denoted as a 'use error'. Device is explanted.